Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 814:02; this condition had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:02 was confirmed by service. This condition was caused by defective pump head module's (phm) on channels b and c due to corrosion. Channel b's and c's phm's were replaced to fix the reported problem. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.